Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. It was noted that ¿slightly high impedances¿ were measured on contact zero. It was noted the impedance of contact zero was 2443 ohms and the rest of the impedances were between 600-700 ohms. The reporter stated the ins only lasted 12 months. The reporter further stated the patient¿s healthcare professional had hoped the ins would last longer than a year. It was noted the manufacturing representative stated the patient settings were ¿rather high.¿ it was noted the patient was programmed to 7.7v with a pulse width of 450 and rate of 60 on program a. It was further noted the patient was programmed to 6.8v with a pulse width of 450 and rate of 50 on program b. The reporter stated the ins was on mostly during the day and off at night. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the ins was replaced and the patient was awaiting the ins to be switched on following wound healing after the replacement. It was noted the ins was on during the day and turned off at night through manual settings. It was further noted the rates were different for the patient¿s programs. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at normal end of life and telemetry and output were okay. The ins was received with the eos bit set. The telemetry and output were good, however, the output was slightly low due to the low battery condition of the ins. A longevity estimate was done based on the programmed parameters stated in the gch file and confirmed on the initial review of the ins. It was assumed to be used 16 hours/day since it was stated that it was off at night. The estimate indicated 9 months to eos based on the settings of group "a" and 18 months to eos based on the settings of group "b." It is unknown which group was used the most. According to the trace report taken from the ins, the battery depleted to eos in 11.7 months.